Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the expedium flex clip broke during the washing process. There was no patient involvement. This report involves one (1) expedium spine system clip-on red. Dev w/ dovetail 5.5mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a review of the receiving inspection (ri) for approximator flex-clip was conducted identifying that lot number nw132541 was released in a single batch. Batch1: lot qty of 73 units were released on 08 jul 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the approximator flex-clip (part #: 279712570, lot #: nw132541) was received at us customer quality (cq). Upon visual inspection, it was observed that the shorter handle portion of the flex-clip body has broken at the u-shaped joint. The broken component was returned. Additionally, there were scratches and discoloration observed that is consistent with the field usage. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection could not be performed due to post-manufacturing damage and device geometry. Document/specification review: the following drawing(s) were reviewed: expedium 5.5 flexible clip-on reduction device flex-clip assembly. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed for the approximator flex-clip (part #: 279712570, lot #: nw132541), as the shorter handle portion of the flex-clip body has broken at the u-shaped joint. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use while the scratches and discoloration of the device could be the result of regular field usage and re-sterilization. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.